Manufacturer narrative:
Investigation: a visual inspection revealed that the heater was bowed out and there was some blood on the jaws. Resistance and jaw force measurements passed specifications. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specifications during the device activation. The distal jaw tips assembly was opened up and a small tear and evidence of melting were found in the shrink tubing on the welder unit wire. Based upon this observation, the reported complaint for "system shut down" was confirmed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the harvester was ligating the branches, holding the toggle switch on the vasoview hemopro 2 endoscopic vessel harvesting system, and the system shut down. They waited 30 seconds, and it would not power up. A replacement vh-4000 unit was used to complete the procedure. There were no pt effects. The product is returning.